Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Review of stored egm noted the device exhibited post-paced t-wave oversensing. The programming changes were made during the device check.